Event description:
The hcp reported the pump was explanted due to end of life after an implant duration of 24 months. It was returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.